Event description:
It was reported that the patient received the following results over a period of several hours during the incident day: 104 mg/dl, 120 mg/dl, 89 mg/dl, 125 mg/dl and 130 mg/dl. At an unknown time on that day, the patient was not feeling well, experienced symptoms like dizziness, and passed out. The patient´s wife and daughter called the paramedics who gave the patient an unknown amount of insulin as treatment. The patient was stabilized and not taken to the hospital.